Event description:
The customer reported that the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the system software and configured the files. The system was tested and found to be working as intended and put back in service.